Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away in hospice care. The customer was hospitalized on (B)(6) 2018 due to low blood glucose and diabetic coma. The cause of death was the customer's brain was without sugar for too long. The caller stated that the customer had no illnesses that may have led to the customer's passing. The customer¿s blood glucose was 19 mg/dl at the time before hospitalization. The customer was using u500 insulin on their pump at the time before they were found in a coma. The customer had given himself 48 units of insulin leading to the coma. The customer was not wearing the insulin pump at the time of death. The pump had been disconnected in less than 48 hours prior to passing. The customer was not using sensors. The caller agreed to return the insulin pump for analysis, but declined a pump upload.